Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 409 mg/dl and an unspecified level of ketones identified as dangerous by healthcare provider. Reportedly, the cartridge pigtail was bent. The customer went to the emergency room and was subsequently hospitalized in the intensive care unit. Bg was treated with intravenous insulin and saline. No information was provided regarding the release date; however, customer indicated the issue was resolved and no permanent damage was sustained. System check with tandem technical support did not identify any additional issues with the pump or supplies.